Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.3. Second test inr = 6.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070209. First test inr = 5.3. Second test inr = 6.1. Mean = 5.7; sd = 0.57; %cv = 9.92%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.